Event description:
It was reported that; it¿s alleged by the attorney that the patient was implanted with a plate on (B)(6) 2011 that fractured and required revision in 2014.

Manufacturer narrative:
Method: risk assessment. Result: device history review could not be performed as no lot code was provided. Device evaluation could not be performed as no items were returned. Complaint history review could not be performed as no lot code was provided. Conclusion: the root cause of the reported event could not be determined.

Event description:
It was reported that; it¿s alleged by the attorney that the patient was implanted with a plate on (B)(6) 2011 that fractured and required revision in 2014.